Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.037.020s, lot h036461: manufacturing location: monument. Manufacturing date: february 19, 2016. Expiration date: february 01, 2026. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the patient underwent the open reduction internal fixation surgery for the right femoral shaft fracture with the tfna implants and 3nesplon cables. The surgery was completed successfully without any surgical delay. Since 2019, the patient¿s right femur felt strange. On (B)(6) 2020, the patient could not walk due to pain. On (B)(6) 2020 the surgeon confirmed that the nail had broken at the non-union part. The patient will undergo the revision surgery on (B)(6) 2021. In the revision, the broken nail will be removed, and new implants will be set. The patient has rheumatoid arthritis, diabetes, osteoporosis and chest spinal canal stenosis. The patient also has an allergy to the metal. Concomitant devices reported: tfna end cap extens. 0 tan (part number 04.038.000s, lot l318262, quantity 1). Tfna helical blade 80mm sterile (part number 04.038.280s, lot h201009, quantity 1). Lockscr 5 l32 f/nails tan light green (part number 04.005.522s, lot l047405, quantity 1). Lockscr 5 l32 f/nails tan light green (part number 04.005.522s, lot l100374, quantity 1). This report involves one (1) 10mm/125 deg ti cann tfna 300mm/right - sterile. This is report 1 of 5 for (B)(4).